Event description:
It was reported that the device was used during a low anterior resection. It was reported that the surgeon fired the device and did not hear the sound of the plastic washer breaking. On removal of the device, the surgeon noted that the device fired an incomplete cut of the tissue. There was no consequence to pt.